Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a bile duct lithotripsy on (B)(6) 2015. According to the complainant, during the procedure, 4 big stones measuring 15 mm each were found. After crushing two stones the side car-rx (guidewire port) gradually slid proximally exposing the coil sheath. While crushing the third stone, the side car-rx (guidewire port) tore, and the guidewire came out from the guidwire port making it difficult to advance the device into the common bile duct. The device was removed from the patient. Another trapezoid rx basket was used to crush the remaining stones and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
A visual examination of the returned device found the basket to be fully retracted and the side car- rx presented pushback out of specification. Additionally, the side car-rx was torn on the distal end. A functional evaluation was not performed due to the heavy residue inside the device. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx presented pushback and was torn. The side car-rx pushback and tear could cause difficulty in tracking the device over the guidewire and into the papilla. It is possible that the basket was too small for the stones which could have cause the buckled and damaged sheath. Furthermore, multiple uses of the device could cause the side car-rx pushback and tear. Therefore, the most probable root cause classification for the reported failure is ¿operational context.¿ the device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a bile duct lithotripsy on (B)(6) 2015. According to the complainant, during the procedure, 4 big stones measuring 15 mm each were found. After crushing two stones the side car-rx (guidewire port) gradually slid proximally exposing the coil sheath. While crushing the third stone, the side car-rx (guidewire port) tore, and the guidewire came out from the guidwire port making it difficult to advance the device into the common bile duct. The device was removed from the patient. Another trapezoid rx basket was used to crush the remaining stones and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
Reported event of side car-rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.